Event description:
Impedance values were greater than 4,000 ohms on some of the bipolar pairs. The device also displayed an end-of-life/end-of-service message. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).